Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 1 kept failed constantly. The customer reported that when attempting to access a tower door, it would vibrate and immediately fail. They were able to recover the door afterward, but the issue persisted even after recovery. The customer also mentioned that rebooting the station might not resolve the problem, as it could be an internal hardware issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 kept failed constantly. A field service engineer (fse) turned off the station, and the latch column was opened to the tower, and all latches were replaced with the new style latches. Once complete, the hardware was rebooted and successfully tested. The system functioned as intended after the field service engineer repaired the device.